Manufacturer narrative:
The reported impedance issue was not confirmed. Analysis of the returned ipg found that it communicated with all lab utilities, and it passed all functional testing on the ate, which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to enter MRI mode. Diagnostics revealed low impedances; troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.